Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(6). It was reported that on (B)(6) 2013, three xience v stents (two 3.5x15s and one 3.0x12) were implanted in the distal left main to the proximal left anterior descending coronary artery (plad) and the left main to the left circumflex coronary artery. The patient had chest pain on (B)(6) 2016. Restenosis was found in only one stent in the plad target lesion treated with percutaneous coronary intervention. The condition resolved. No additional information was provided.